Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an interrogation of the cardiac resynchronization therapy pacemaker (crt-p), the patient went asystolic and coded and it was noted the device battery voltage went to 2.395 volts during the interrogation. It was questioned if there was an issue with the device and noted the device had reached elective replacement indicator (eri) a few months prior. The crt-p was explanted and replaced. No further patient complications have been reported as a result of this event.